Manufacturer narrative:
The device remains implanted in the patient's eye. The device manufacturing records from batch number 301249 are reviewed and show no deviations. Diopter measurement records from this particular lens was verified and showed to be within specifications. This is in compliance with the labeled dioptric power 22.0 diopter of this lot number. Conclusion: the batch has passed all acceptance criteria for all tests performed and is within all specifications. All pertinent information available to the manufacturer has been submitted. (B)(4): placeholder.

Event description:
It was reported that a patient experienced severe positive dysphotopsia in the right eye after having an intraocular lens implanted unilaterlly. Follow up with the health care professional confirmed that the patient was experiencing halos and glare. It was stated by the physician that the patient did not want to have the lens explanted and will get accustomed to the symptoms; the patient is showing signs of improvement. Physician does not attribute symptoms to the device.